Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient heard an audible alert from their device a couple weeks after implant due to a right ventricular (rv) bipolar pacing impedance greater than 3000 ohms. An xray confirmed that the device connection was loose and the rv lead pin was not fully inserted into the device header. The pocket was opened and the lead pin was reconnected to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc sjm lead, implanted: (B)(6) 2009; 1156t sjm lead, implanted: (B)(6) 2009. (B)(4).